Manufacturer narrative:
Pump was received with compromised forced sensor error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime/a33 test due to loose/protruded drive support disk. Unit was received with missing end cap sticker, scratched case, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, scratched reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 220 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The drive support cap did not appear to be damaged. The insulin pump will be returned for analysis.